Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that battery is not holding a charge , which confirmed the original complaint issue. The owners manual pn 11482112 rev f. States in the trouble shooting section that if the internal battery can effect the display lights coming on however, the underlying cause could not be determined.

Event description:
Provider states no lights come on.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Provider states no lights come on.